Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in early 2009 alleging that his one touch ultra2 meter was prompting an "error 1" message. Per the one touch ultra2 owner's booklet, this message indicates a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began approximately 1 week prior to contacting lfs. The cca noted that the patient manages his diabetes with pills; however, the patient denied taking any action regarding his diabetes management as a result of the issue. Approximately 2 days after the alleged issue began; the patient claimed he developed the symptom of blurry vision. The patient denied receiving medical treatment. At the time of troubleshooting, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.